Event description:
Patient tested on the suspect device with an inr result of 4.1. The lab inr was 2.5. Controls were in range. The reporter declined to have the device replaced. Instead they want to run precisions.